Manufacturer narrative:
Investigation conclusion: the customer complaint of a nuisance air in line alarm was not confirmed or replicated during the service repair process. As part of the service repair process a complete preventative maintenance test was performed, passing all tests as required. Preventative maintenance testing also includes an air-in-line sensor test which successfully passed with no issues. Device inspection: during inspection by service the right iui connector was found to be corroded and was replaced as part of the service process. No other issues were observed. There were no reports of third party parts observed during servicing. No administration sets were returned by the customer for investigation. Root cause analysis: the root cause of the customer complaint of a nuisance air in line alarm was not determined. The device was thoroughly tested as part of the service repair process and found the device to be performing as expected. Device history review: a review of the device history record showed the device had a manufacture date of 10apr2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (s/n (B)(4)) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (s/n (B)(4)) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that device alarms air in line when line/IV tubing has no air. There was no patient involvement. No further information is available.